Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the mildly calcified right internal carotid artery and an acculink stent was implanted. On (B)(6) 2012, the patient was noted to have facial droop, left-sided weakness in arm and leg and dizziness. The patient denied being aware of any changes. Neurology was consulted. Computed tomography was performed which revealed chronic small vessel ischemic changes. A carotid doppler ultrasound was performed on (B)(6) 2012, which revealed in-stent restenosis. Magnetic resonance imaging performed on (B)(6) 2012 and revealed infarcts throughout the cerebrum bilaterally and with the right cerebellum and no evidence of acute ischemia, hemorrhage, mass, mass effect or abnormal extra-axial fluid. A stroke was diagnosed. The patient has a history of pre-existing hypertension and had an episode of accelerated hypertension while hospitalized which was treated with medications. A flush aortography revealed a widely patent left renal stent and a right renal nonobstructed at 50%. The patient's condition improved. The patient was discharged to home on (B)(6) 2012 and was told she should continue the plavix and aspirin. No additional information has been provided.

Manufacturer narrative:
(B)(4). The reported patient effects of stroke, ischemia, hypertension and restenosis of a stented segment are known potential adverse events as listed in the carotid stent system, rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.